Manufacturer narrative:
The device was not returned for analysis and the complaint of infection could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that the patient developed a superficial skin infection at the battery site. Medication was given and the event resolved. The physician assessed that the infection is related to the procedure and not related to the device.